Manufacturer narrative:
(B)(4).

Event description:
It was reported during a routine follow-up visit, intermittent post-paced t wave oversensing was noted. Programming was performed to address the issue. No patient symptoms were reported.